Manufacturer narrative:
Manufactors complaint:(B)(4). Investigation on-going. Product requested but not yet received. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. .

Event description:
The grasper forceps is used to remove a balloon inside a fetal airway after the balloon is punctured. In this case the balloon was puncture (normal practice) but balloon was left in because the grasper was broken. Balloon will be removed once the fetus is delivered by ent. Potential harm to fetus as fetus will now have to have a procedure once born to remove the balloon that we were not able to remove due to the broken forceps. The broken piece did not happen inside the fetus but it did occur inside the uterus and amniotic fluid. X rays were not used to verify grasper piece as x-ray's aren't recommended in pregnancy. The grasper was processed as per canadian hospital sterilization standards. The grasper forceps was inserted inside the fetal trachea for removal of balloon, attempt was made to grasp the balloon by surgeon. The grasper was repositioned and when it was opened to try and grasp the balloon again the little piece below the teeth appeared to malfunction and would not open the teeth on the grasper. Grasper was removed from the uterus and balloon was puncture with needle and left in. On inspection after the procedure the grasper forceps still not reopen.

Manufacturer narrative:
Per manufacture investigation findings, the product was produced in may 2019. The product is a class 1 with no IFU. The joints of the jaw are completely deformed and broken off which shows high force. Per the findings due to the high force, the joint retainers were sheared off the joint pin. There will be no corrective action as there was no systematic deviation found during investigation.